Event description:
Spontaneous called from pt's mom to say remodulin vial tipped over and pt had not used this spike before, and the medication ended up leaking out of the vial. Dose or amount: 80 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.